Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the patient reports their ins does not work and hasn't for over 5 years. Caller reported that they have not used their implant since 2016 and was needing an MRI of their kidney. The agent reviewed the possibility of overdischarge. Patient also stated they lost their external equipment agent recommended that the patient have the MRI eligibility form completed by an hcp. Patient inquired about having the external equipment replaced. Caller confirmed that they have not used their device since 2016. Tss reviewed that the ins may not be able to be restarted considering the length of time it has been depleted. Caller continued to request that a manufacturer representative (rep) at least try to restart the ins because they need an MRI as soon as possible. Additional information was received on 2024-aug-16. A healthcare provider (hcp) reported that the pt's stimulator was "not working" and that it was going to be removed due to this. The caller did not know the event date nor who the physician is.